Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service with an internal battery error. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery error code was confirmed. The device's internal batter was replaced to address the issue. The device passed all final testing.

Event description:
A ventilator was returned to the manufacturer for service with an internal battery error. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.